Event description:
It was observed during central processing that the insulation of the thoracic grasper instrument was torn. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of the torn insulation was confirmed. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .060 x .045 piece missing roughly 1.8 above the snake wrist. The insulation also had various scratch marks with no material missing below the damaged section. Additional observation not reported by site was a bent tube. The tube was slightly bent roughly 6 above the snake wrist. The distal end roll motion was not aligned with proximal end of tube due to bending. Evidence is not conclusive, however, the damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.